Manufacturer narrative:
Concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during sleeve gastrectomy, the handpiece had activation and end tone heard but sealing was inadequate/partial. There was no regrasp alarm. The short gastric artery under 7mm in diameter was fully transected but bleeding (under 100ml) was observed directly from the ligasure seal. The handpiece was often cleaned when there's minimal eschar build up. Approximately 10 good seals were completed prior to the issue. Mechanical ligation (lap clip applier) and hemostatic agents (floseal) used to achieve hemostasis. Another handpiece was used successfully.